Manufacturer narrative:
Additional information: resistance was noted during attempted withdrawal of the onyx frontier device but excessive force was not used. The nc euphora tip did not detach into two separate pieces, it was a fracture but it was hanging. It was not difficult to remove the protective sheath or the packaging stylette of the nc euphora balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent, and one nc euphora coronary balloon catheter to treat a mildly tortuous, mildly calcified lesion with 70% stenosis in the ostium/proximal right coronary artery (rca). Take-off of the ostium was not typical. The devices were inspected with no issues. Negative prep was performed on both devices with no issues. The lesion was pre-dilated. The onyx frontier did not device pass through a previously deployed stent, and excessive force was not used during delivery. It was reported that the onyx frontier stent dislodged during delivery to the lesion. An attempt to deliver the stent was unsuccessful. When withdrawing the stent dislodged. The stent was removed successfully using a snare device, and everything was removed including the guide. All new equipment was re-inserted, and a non-medtronic stent was delivered without a problem. It was also reported that the tip of the nc euphora device fractured. The tip was still attached to balloon, and the issue was noticed before inserting the device into the body or guide catheter. There was no damage noted to the packaging of the nc euphora. There were no issues noted when removing the device from the hoop/tray. The device was not kinked and re-straightened during use. The nc euphora device was not used inside the patient. A non-medtronic balloon was used instead. The patient is alive with no further injury.

Manufacturer narrative:
Additional information: annex d codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.